Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis. The instrument was found to have a broken conductor wire. The conductor wire was broken at the inside the housing on the proximal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported the vessel sealer extend instrument did not work when plugged in. The customer unplugged and tried again, but it still did not work. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: they confirmed the instrument was inspected prior to use. The instrument did not work when it was plugged in. The instrument was connected properly. The generator used was e-100. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.